Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. It was noted that the right ventricular (rv) lead had increased to high threshold measurements and a slow rise in rv pacing lead impedance. A venogram revealed what appeared to be occlusion and no attempts was made to replace the rv lead. The lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.